Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatment appears to be related to the operational context of the procedure. In this case, it is likely that the manipulation of the stent delivery system (sds) during interaction with previous implanted stent contributed to the reported stent dislodgement of the stent in the lesion. Additionally, it was reported that the dislodged stent was retrieved via snare from patient¿s lesion. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequently, after the initial report was filed it was noted that 2.25x18mm xience proa stent delivery system was attempted to be advanced however, the stent became stuck with a previously implanted stent and dislodged. The dislodged stent was retrieved via snare. Another device was used to successfully complete the procedure. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H1 correction: updated from malfunction to serious injury h6 correction: code 2199 removed.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that 2.25x18mm xience proa stent delivery system was attempted be advanced through the catheter; however, the stent became loose [dislodged] and remained stuck with the catheter. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.